Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "after attempts to aspirate and flush. Micro bubbles continued to stream through the line and were coming from the catheter". It is reported that this issue happened prior to use, no patient involvment reported.

Manufacturer narrative:
(B)(4). Returned for investigation was a 7fr 110cm wedge catheter with the original packaging pouch. The sample was returned in a in a cardboard box and was loosely packed within the original packaging pouch. Upon return, the supplied control stroke syringe was noted connected to the inflation lumen stopcock, no damage or abnormalities were noted to the returned syringe. The inflation lumen stop-cock was in the open position. The recommended volume capacity of the balloon is 1.25cc. Upon microscopic inspection, a wrinkle was noted on the balloon surface. No condensation was noted within the inflation lumen extension line. Some blood was noted within the injection lumen extension line. Some blood was noted on the exterior surfaces of the returned sample. No visual damage or abnormalities were noted to the returned sample. The inflation lumen was injected with 1.25cc of air using the returned control stroke syringe. The balloon inflated symmetrically. One side of the balloon measured approximately 6mm. The other side measured approximately 6mm. The balloon did meet specifications per graphic of radius ratio less than or equal to 1.5. The inflation lumen was injected with 1.25cc of air using the returned control stroke syringe. The balloon inflated symmetrically. The balloon deflated in less than 3 seconds when the syringe was removed per specification. No pull away was noted after the tug test. The balloon was placed in water and air was injected into the inflation lumen again. No leak was noted. The injection lumen was unable to be aspirated and flushed. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. A lab inventory 0.025in guidewire was back loaded through the distal tip. No resistance was noted; the guidewire was able to advance through the injection lumen while excreting blood from the injection lumen extension line. An attempt to aspirate and flush the catheter was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that catheter leaked in use is not confirmed. During the investigation, no damage or abnormalities were noted to the returned sample. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "after attempts to aspirate and flush. Micro bubbles continued to stream through the line and were coming from the catheter". It is reported that this issue happened prior to use, no patient involvment reported.